Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD; 6947 lead, implanted 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient developed a rash about three weeks after the device was replaced and a new lead was implanted. The patient has hives around the area of the implant which has spread everywhere and they are feeling miserable. The patient also stated that this may be related to a change in medications. The device is still in use. No patient complications have been reported as a result of this event.